Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient was implanted with a surgical lead on (B)(6) 2010. It was reported that he began having stimulation issues approximately three months later. The patient reportedly felt overstimulation and also experienced a loss of therapy. X-rays were taken which revealed a lead fracture. The lead was replaced on (B)(6) 2010 and returned to the manufacturer for analysis. Follow-up on the patient found not additional issues reported.